Event description:
It was reported that a patient presented with no radiofrequency telemetry, inductive telemetry issue, marker anomaly and loss of capture resulting in arrythmia noted on the patient¿s pacemaker. Capture was unable to be restored. It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.